Manufacturer narrative:
Updated: b5 d6 h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance encountered during the procedure was not determined. The catheter used was not a medtronic product. Resistance was specifically noted at the distal end of the catheter. Throughout the procedure, a continuous saline flush was administered and maintained as indicated in the instructions for use (IFU).

Manufacturer narrative:
Product analysis as found condition: the solitaire fr 4-20 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The reported non-mdt catheter was not returned with the solitaire device. In addition, the catheter model and size were not reported; therefore, any contributing factors from the catheter, including compatibility with the stent, cannot be determined. Damaged location details: the solitaire fr 4-20 stent¿s working and non-working length struts were in good condition. No irregularities were found outside the proximal marker. The marker coil was in good condition. No bends or kinks were noted on the pusher wire. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿resistance¿ report could not be confirmed, as the returned solitaire fr 4-20 stent device was not damaged. The root cause of the resistance could not be determined. Possible causes include an incompatible/damaged catheter, vessel tortuosity, failure to maintain the correct flush rate, rhv loose during delivery, and a lack of continuous flush with saline/heparinized saline during the procedure. In this event, the customer stated that the vessel tortuosity was moderate, and a continuous saline flush was administered and maintained, ruling out vessel tortuosity and a lack of continuous flush with saline/heparinized saline during the procedure as possible causes. Therefore, an incompatible/damaged catheter, failure to maintain the correct flush rate, or rhv loose during delivery could have contributed to the resistance failure. However, the root cause of the resistance failure could not be determined. Since the non-mdt catheter was not returned, and the model and size were not reported, any contribution of the catheter to the resistance failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon used the swim technique with the thrombectomy stent to perform the thrombectomy. During stent delivery, significant resistance was encountered, making it impossible to deliver the stent properly. Attempts to withdraw the stent were also unsuccessful. It was found that the stent was stuck in the microcatheter, so the surgeon withdrew both the stent and microcatheter together, replaced them with the new stent and microcatheter, and then completed the surgery. There was resistance during the procedure during delivery. The vessel was moderately tortuous. The resistance occurred in the middle of the catheter. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. There were two passes with the device. The patient was undergoing surgery for treatment of a right middle cerebral artery ischemic stroke. It was noted the patient's vessel tortuosity was moderate. The patient's baseline modified rankin scale (mrs) score was 4, procedure score was 2; baseline national institutes of health stroke scale (nihss) score 16, post-procedure 4; tici baseline 2b; post-procedure 4. Stroke onset to reperfusion time was 4 hours.